Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿does not recognize closed door¿ was not reproduced. Evaluation was able to power the device on, run a loaded set and power the device off with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the worn door latches and latch pins, which require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize closed door occurred at or before first clinical use and was an out-of-box failure. There was no patient involvement. No additional information is available.